Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump seems not to be delivering insulin since her blood glucose level has been high for the last three or four days but has not receive any alarms. The customer stated, her blood glucose was 399 mg/dl at lunch, she tried to bolus and dose would not deliver and the insulin pump did not alarm no delivery. Current reading is 398 mg/dl. She treated with manual injections. During troubleshoot; it was stated, the drive support cap is recessed. The customer declined to check for site or set issues. Customer was advised to perform fixed prime; insulin did not exit and there was absence of no delivery alarm. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.